Manufacturer narrative:
Reactivity of the e antigen was confirmed on retention capture-r ready ID, lot id112 used by the customer at the time of the event. The customer did not return sample for investigation testing. A service call was made. The washer was inspected, cleaned and re-lubricated. The camera reader was cleaned; automatic camera adjustment was performed and new flat field images were saved. The system was performing satisfactorily.

Event description:
Customer reported a negative antibody panel on a patient sample. A patient sample was positive for antibody screen, but the abid was negative. The sample was tested on the bench for antibody identification, and anti-e was identified.